Event description:
Approximately one month after initial implantation, the patient experienced pain and a revision surgery was performed. During the revision surgery, the surgeon noted that the acetabular cup had pushed through the medial wall of the pelvis. As the cup was removed, vital arteries in the pelvis were severed, resulting in the patient's death.